Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The caregiver stated he called the previous night to end therapy during fill 1 because he set the machine up with the wrong strength bags. The therapy was restarted; the initial drain volume was 0ml. The technical service representative (tsr) explained that the fill from the previous therapy did not drain and the patient had filled with 2l and when drain 1 of 4 occurred, the hp drained over 100% of the fill volume which created the high drain 101 alarm. The caregiver understood and would start therapy that night as normal and monitor the initial drain. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant additional information become available, a supplemental report will be submitted.